Event description:
After inserting the stylet (although not completely) followed by the cannula and trapsystem, the doctor attempted to extract a bone sample. He locked and turned the needle, but as he withdrew it, the tip of the cannula broke. It was removed in the operating room the next day.